Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on (B)(6) 2021 during a femur elastic nailing procedure, the surgeon reported that the t-handle chuck broke when inserting the unknown elastic nail into the femur. The "t" portion of chuck broke off body. It is unknown if there is a surgical delay reported. The procedure was successfully completed. The patient outcome as planned. Concomitant device reported: unknown elastic nail (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) universal chuck with t-handle. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary service and repair evaluation: the customer reported that on (B)(6) 2021 during femur elastic nailing the surgeon reported t-handle chuck broke when inserting elastic nail into femur. The repair technician reported the device handle is cracked and broken; pieces could be missing. Handle cracked/broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: t handle. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 393.100. Lot: 8567004. Manufacturing site: hägendorf. Release to warehouse date: dec. 10, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.